Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that his bg's were in his target range prior to placing a new pod, but within five hours, his readings went high (255-356 mg/dl). A manual insulin injection was administered, which was successful in lowering his levels. While at work, the pod initiated an occlusion alarm. He then removed the pod and noticed that there was blood in the cannula. The pod will be returned for eval.